Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had noise enter the external electrocardiogram (ECG). No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 event site name was shortened due to character limitations. The complete name is (B)(6).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. Additional fields: e1(event site state: 27, event site postal code: 5941157) it was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of noise in external ECG signal. There was patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and found symptoms do not reoccur after external signal connector replaced.operation test > result good. External signal cable check is good.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusion). The failure analysis and testing dept. Received part with a reported unit failure of noise in the external ECG. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issue could be confirmed. Retained the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.